Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2022. On (B)(6) 2023, the patient experienced inaccurate cgm values three days after the sensor was inserted in the arm. The patient was taking care of her children before she passed out. Her actual reading on the fingerstick was 32mg/dl but her g6 sensor was reading 62mg/dl. The patient did not feel major symptoms, only tiredness. When she passed out her fiancé called an ambulance, and she was taken to the hospital for observation. She was treated with dextrose in the hospital and her bg improved to 115mg/dl. There was no documentation of further medical intervention. At the time of the report, the patient was ok. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.